Event description:
It was reported that the patient went to a urgent care and was diagnosed with a skin irritation. The site had purulent discharge coming out and was swollen. For treatment, the patient was given a antibiotic shot. The patient was prescribed doxycycline monohydrate at 100 mg strength to take 1 tablet 2 times a day for 10 days. The patient was also prescribed mupirocin 2%, to take 3 times a day. The pod was worn longer than 48 hours. The patient was discharged on the same day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.